Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim pink display. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2014 with the following findings: testing was unable to duplicate the complaint during investigation. Time and date was accurately set at start of investigation. Performed pump rewind, load, and prime with no alarms. Pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms duplicated. The pump was opened for further investigation, inspected the motor assembly and tested the internal motor, no moisture corrosion was observed. Unrelated to the complaint, the pump booted to the verify screen with a dim pink display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release